Event description:
It was reported that the touch screen of the programmer had areas that will not respond to the touch pen. The touch pen was replaced and the issue still occurred. The programmer was returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. Evaluation summary: (B)(4) analysis confirmed the reported event. Pen is having problem on the bottom left side of screen. Bezel overlay assembly found out of electrical specification.